Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient reported: I had my left knee replaced on (B)(6) 2016 with a stryker triathlon knee. My rehab is going very well except for one thing. My new knee clunks (with no pain) when I walk. When my surgeon removed the staples from my incision on (B)(6) 2016, I questioned him about this problem. He did not seem to have any knowledge about the issue.